Manufacturer narrative:
Our records indicate this lead will not be returned as it was retained by the explanting hospital. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device changeout procedure, this implantable right ventricular (rv) defibrillation lead was placed into the header of the new device and high out-of-range shock impedance measurements greater than 200 ohms were observed. The lead was removed and re-inserted into the header, however shock impedance measurements were still out-of-range. Review of vector breakdown revealed the issue was with the rv coil. The lead was also tested with a pacing system analyzer (psa), and high out-of-range pace impedance measurements greater than 3,000 ohms were observed. It was determined that there was a fracture in the rv coil. The physician chose to close the pocket, and a second procedure was scheduled and completed to performed the rv lead explant and replacement. No additional adverse patient effects were reported.

Event description:
It was reported that during a device changeout procedure, this implantable right ventricular (rv) defibrillation lead was placed into the header of the new device and high out-of-range shock impedance measurements greater than 200 ohms were observed. The lead was removed and re-inserted into the header, however shock impedance measurements were still out-of-range. Review of vector breakdown revealed the issue was with the rv coil. The lead was also tested with a pacing system analyzer (psa), and high out-of-range pace impedance measurements greater than 3,000 ohms were observed. It was determined that there was a fracture in the rv coil. The physician chose to close the pocket, and a second procedure was scheduled and completed to perform the rv lead explant and replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead will not be returned as it was retained by the explanting hospital. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that the reported clinical observations are known inherent risks as described in the instructions for use manual for this model lead. If information is provided in the future, a supplemental report will be issued.